Event description:
Complainant alleged that a technical failure 389 and 314 occurred during testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. The engineer of the customer replaced 02 safety valve as recommended. Following the replacement, the device successfully passed the calibration test and returned to normal operation.